Event description:
A surgeon reported, an anterior capsule tear during laser assisted cataract surgery indicating the whole of the laser ablation was displaced anteriorly. The surgeon created manual incisions and was required to create a large capsulotomy to encompass the entire area. The surgery was completed without further issues and the planned intraocular lens was used. Upon additional follow up it was reported the patient is seeing well and has required no further treatment.

Manufacturer narrative:
Additional information has been requested. A review of the system settings and the video microscope image did not reveal any atypical selections or settings that would have contributed to the event. According to the optical coherence tomography (oct) images, however, the patient¿s eye was lower than required for proper treatment. On both, the line and circle scans, the cornea is shifted downward on the image; which would be an indication that the patient¿s eye is not situated at the correct vertical distance from the system for treatment. The downward shift of the patient¿s eye would result in a laser treatment more anterior than expected. A company representative previously examined the system and replaced the patient interface (pi) sensors. As part of the replacement, the company representative is required to remove the bayonet ring of the objective, which holds the pi sensors in place, and reassemble it when finished. Subsequent communication with the company representative revealed that the bayonet ring was not properly re-installed after the sensors were replaced. As a result, when the pi was installed for treatment, the pi surface was seated lower than required. Thus, the patient¿s eye was also lower than required when docked with the system; as seen in the oct images provided by the customer. The company representative was still onsite when the event occurred and proceeded to address the issue by correctly installing the bayonet ring and completing the required system checks. The oct scan images as well as the live video imaging from the video microscope assist in deterring patient harm due to deviations in the system¿s condition (e.g. Alignment, calibration, etc.). The live video imaging is displayed on the system¿s surgical monitor; providing the surgeon with immediate feedback of the state of the patient¿s eye as well as the treatment progression. System users are trained, as part of the onsite in service training, to stop the procedure immediately if any treatment deviations are experienced. Customers are instructed to utilize the video microscope throughout the entire procedure to assist in ensuring the outcome of the treatment is as expected. System users are also trained to utilize the oct images to determine if there are any issues that would deter proper treatment. The images are provided prior to the laser firing and require user intervention before the laser treatment can be performed. As previously mentioned, the oct images showed that the patient¿s eye was lower than required. This would be an indication that there was an issue with either, the system or with the way the patient was docked. Both scenarios would require the surgeon to stop the procedure. In this instance, the surgeon did not recognize the downward shift and continued to select the treatment control points based on the lens position on the oct images. It should be noted that, although the laser treatment was not as intended, there was no harm to the patient. The surgeon was able to manually correct the outcome of the laser treatment and completed the procedure with no further issues. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a service error by the company representative. (B)(4).